Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper bone preparation and/or prying/leveraging the screw during insertion.

Event description:
On 4/4/2023 it was reported by a distributor via email that an ar-1380b bio-interference screw with disposable sheath had an issue. Ar-4019d-1 fastthread screw driver for 6 mm and ar-1996cd-1 quick connect driver were used to anchor the screw for insertion. However, when the surgeon was screwing it in, the screw did not thread anymore. This was discovered during an lca procedure with no patient harm. Additional information is requested.